Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe ongoing dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue in 2017 by dr. (B)(6).device explant due severe ongoing dysphagia occurred on (B)(6) 2018 by dr. (B)(6).

Manufacturer narrative:
Other relevanth history: include patient history of brain cancer.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe ongoing dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue in 2017 by doctor (B)(6). Device explant due severe ongoing dysphagia occurred on (B)(6) 2018 by doctor (B)(6). Patient is doing well as of (B)(6) 2018.